Event description:
The wire did not rotate when he was pressing the button for rotating to treat avg thrombus. He took it out from avg and found the wire was bent wrong way. He used other cleaner and finished the procedure.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The wire did not rotate when he was pressing the button for rotating to treat avg thrombus. He took it out from avg and found the wire was bent wrong way. He used other cleaner and finished the procedure.

Manufacturer narrative:
A review of the DHR and inspection records was not conducted since a lot number was not provided. One opened device was returned for review. Visual inspection confirmed signs of use and it was found that the sheath and wire were kinked at the proximal end. Functionally, the device did actuate when the button was pressed, therefore, this complaint could not be confirmed. The sheath slide lever was moved to expel the wire and the wire was observed to be kinked. The silicone tip was present with no damage. The most probable cause for the damage to the product was most likely the result of an event within the user environment. Possibly, during the procedure an excessive force was utilized resulting in the damage to the wire and sheath which may have also contributed to the reported issue. Since the reported issue was most likely the result of an event within the user environment and not a manufacturing error, no corrective action will be taken.